Event description:
The customer contacted beckman coulter inc (bec) to report erroneous progesterone results for two (2) pt samples on their access 2 immunoassay system. The erroneous progesterone pt sample results were reported outside of the lab. The ordering physician questioned the results. There was no impact to pt treatment associated with this event. The customer reassayed the pt samples and obtained lower results. Amended reports were generated and reported outside of the lab. The customer reported that qc results were within the lab's established ranges prior to the event. A recently performed sys check yielded results within instrument specs.

Manufacturer narrative:
A field svc engineer (fse) was dispatched to the customer's site. The fse performed a preventive maintenance on the instrument. The fse verified all repairs per established procedures. A definitive root cause has not been determined for this event. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.